Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument grips bent. One grip was bent, causing side to side misalignment of grips. There was a .030 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint; however, the likely cause of bending remains overloading at the tip. Failure analysis concluded that the bent grip damage was likely due to mishandling. Failure analysis investigation also observed that the distal end of the main tube had scratch marks with light material removal. The scratches were .023 - .187 in length and not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that after completion of a da vinci hysterectomy procedure, the maryland bipolar forceps instrument was not working properly during the test performed by the personnel working in the instrument and sterilization ward. The top of the instrument is not correct. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.